Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a corneal transplant surgery, when suturing the corneal perforation, the thread broke. The surgical time was extended by 30 minutes or more due to the product problem. The incision was extended by less than 2.54 cm. These happened to 3 devices. New sutures were opened to resolve the issue. There was no patient injury.